Event description:
The device was returned for routine repair, and upon evaluation it was observed that there was an exposed prong in the female connector attached to the power cord. And investigation was performed and it was determined that the molded female connector on the power cord had partially separated.it is unk if the device was in patient use at the time of the alleged malfunction, however no patient harm was reported. Design of the power cord meets applicable safety standards, including ul 817 and ie 60320-1.